Event description:
It was reported that during device evaluation, the gastrointestinal videoscope's monitor displayed a white screen with no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause of the no image was due to shortage of the charged coupled device cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.